Event description:
Patient has breast augmentation performed and the doctor used two (2) md20-12 catheters and one (1) alpha a450 infusion pump to deliver pain medication post operatively. The doctor instructed the patient to remove the catheters by pulling them out, once the medication had completely delivered. The patient was able to remove one catheter, however the other catheter broke. The patient had a secondary surgery to remove the piece of broken catheter. Patient is doing fine.

Manufacturer narrative:
We are communicating to our distributors and sales personnel to tell doctors to not have their patients removing the catheters post surgery.